Event description:
It was reported that this pacemaker system had a right ventricular (rv) lead in right atrial (ra) port and ra lead in rv port of this pacemaker. The patient was dependent on this pacemaker system and had persistent atrial fibrillation (af). Technical services (ts) reviewed and stated that the device operation can be inappropriate in this configuration after knowing the patient was in af (rv sense). Ts stated that this could also create a risk of pacing inhibition as the rv lead is connected to the ra port. Therefore, there is a possibility of atrial fibrillation sensing and pacing inhibition can occur. This device remains in service. No adverse patient effects were reported.